Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " lump on breast implant," "swelling. Rashes. Breast felt a burning feeling, nipples where hyper sensitive even to drops of water. Could not sleep on back or stomach because of the intense pain. Chest developed rashes with constant itching as well."

Event description:
Patient reported left side " lump on breast implant," "swelling. Rashes. Breast felt a burning feeling, nipples where hyper sensitive even to drops of water. Could not sleep on back or stomach because of the intense pain. Chest developed rashes with constant itching as well." The events of "neck. "Arm, joint. Shoulder, back pain" "extremities would constantly go numb, developed sleep apnea," " headaches" "pulled muscle," are considered non-device related. Device has been explanted.